Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a pair of scd express tubing. The customer reports that a pt had a stroke and passed away. Customer did not feel that the scd system was responsible but would like all pieces investigated.

Manufacturer narrative:
Submit date: (B)(6) 2010. An investigation is currently underway. Upon completion, the results will be forwarded.